Event description:
It was reported that both unipolar and bipolar impedances for the lead were high and that the capture threshold had increased. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.